Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed, the fiber cone at the optical fiber connector was missing. The device history record was unable to be reviewed for this device since the serial number was not provided and the serial number ring was missing on the returned device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Additionally, the manufacturer date is unavailable. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. In addition, the following non-reportable malfunctions were found during the device evaluation: damaged optical fibers at the distal end, dent in the outer tube. And faded laser markings. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus the light pin adapter was broken off. The malfunction was found during reprocessing. There were no reports of patient, user harm or procedure associated with this event.

Manufacturer narrative:
The subject device is expected to be returned to olympus for further evaluation and testing. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. If additional information becomes available, this report will be supplemented accordingly.